Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer reverted to manual injections. Blood glucose level was 98 mg/dl.